Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following her intraocular lens (iol) implant procedure six months ago, her eye has been red and puffy. The consumer has used several different eye drops recommended by her surgeon, but they have not helped. The consumer wonders if it is possible to be allergic to the iol. Additional information has been requested.